Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-04339, related manufacturer reference number: 1627487-2020-04340, related manufacturer reference number: 1627487-2020-04341, related manufacturer reference number: 1627487-2020-04342, related manufacturer reference number: 1627487-2020-04343, related manufacturer reference number: 1627487-2020-04344, related manufacturer reference number: 1627487-2020-04345, related manufacturer reference number: 1627487-2020-04346. It was reported that the patients system was explanted on and unknown date due to infection. Patient declined to provide further information.